Event description:
Reporter alleged the inform meter pins are charred and missing. Reporter also alleged that the plastic around the pins is melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.